Manufacturer narrative:
During testing and investigation, the device was warm to touch and it was noted that the fan was not turning. The probable cause was due to a damaged fan extension cable that did not provide connection to the fan. The cause for the damaged fan extension cable could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was overheating. The pump was returned to the biomedical department for an unspecified reason from an unk floor. No specific patient info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.